Event description:
On (B)(6) 2010, patient reported, the down button on the infusion device was not functioning properly. This was noticed 1-2 weeks prior to report infusion device was replaced and requested for eval. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.